Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib/afl ablation, pulmonary vein isolation ablation was done. Another tachycardia was induced, so carto mapping was conducted. The tachycardia was diagnosed as mitral atrial flutter. Isthmus ablation between mitral valve and left inferior pulmonary vein (lipv) was performed. The tachycardia was not stopped, so ablation from mitral valve to right superior pulmonary vein was conducted. After 4 to 5 times of ablation, the patient's blood pressure was dropped and the pericardial effusion was observed by echo. The physician performed drainage; although patient's blood pressure was increased, the physician decided to use percutaneous cardiopulmonary support (pcps). According to the physician the possible cause of the cardiac tamponade was manipulation of ablation catheter during mapping of left atrium.